Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse manager reported that a surgeon had three patients with fibers in their eyes. They have tried and tried to figure this problem out. They have checked their vents, masks and gowns. They just don¿t know what is going on. Additional information was provided by a certified surgical technician (cst) that they are seeing multiple cases with blue fibers found in the anterior chamber and in the wound after it is hydrated. The fibers are being removed with every case. There are no patient identifiers or distinguishing information. She could only report " multiple patients". There is no patient harm with any of the cases. The cst reported that they wanted to send in the complaint on the cartridges because they are only seeing the fibers after the lens is being placed in the eye.